Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented for in-clinic follow-up with loss of capture exhibited by the right ventricular lead. The lead was subsequently explanted and replaced. The patient was recovering.